Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the waveguide was broken off and fractured. The broken piece was returned. Functional testing on the returned hand piece returned a green light and a welcome tone, but immediately returned a red light-emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. This characteristic indicated that the device was not functional. It was reported that the device did not activate when keyed. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the waveguide was excessively torqued to the side during use causing it to come in contact with the moving jaw of the device while it was being activated which caused it to crack and eventually break off. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components as it may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during nephrectomy procedure, the device did not activate. Another dissector device was used to complete the procedure. The medtronic initial investigation of the disposable device revealed that the tip of the waveguide was broken off and fractured. The broken piece was returned. There was no patient injury.